Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The cannula was noted to be bent. The customer was advised on insertion techniques. The customer is being sent replacement sets. The customer was advised to monitor the device.